Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact office, contact person -mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e1 (event site telephone), g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer informed that the equipment reported a fan failure. Because the equipment has exceeded the warranty period, the customer has been quoted a price, but the customer refused the quotation and was told that the faulty equipment cannot be used in clinical practice.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fan failed when the equipment was turned on, and the equipment has been stopped and replaced with other equipment. There was no patient involvement reported.